Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.

Manufacturer narrative:
The product was returned for evaluation. The complaint of unknown material in the kit was confirmed. The kit was returned in an open tray and pouch and appears to be unused. Dried adhesive-like material was stuck inside the tray. A black particle approximately 1.0" long was tangled with the adhesive-like material. Chemistry testing found the substance showed similar absorption characteristics when compared to polybutadiene acrylonitrile-like material. This material is not part of the packaging process at the manufacturing site. The packaging trays are a purchased item; investigation will be requested to the supplier. The lot number was not provided; therefore, a device history record review could not be performed.

Event description:
The report stated that "unknown material was observed in the kit before use. Another kit was used." It was also noted that a white hair or adhesive-like material was observed on the tip of the introducer. No patient injury was reported.